Event description:
Technical services received a call on (B)(6) 2011. Caller stated ra impedance went from 600s to 1000. Brought patient in and found ra impedance to be 1138. Ra threshold is stable. Turned ra lead off, then did another ra impedance and got 600 ohms. Can generate noise on ra egm with isometrics. Discussed probable ra lead issue. Technical services suggested caller to call st. Jude medical to find out what normal I impedance is and what insulation material is. May be indication of early lead issue. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).